Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 40 mg/dl and treated with mountain dew and gummy fruit chews. Customer reported they are unable to remove the battery cap on their pump. Customer stated that they do have a large, flat-head screwdriver. Customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, stripped battery cap(p)coin slot, broken battery cap and cracked battery tube threads.